Event description:
It was reported that on (B)(6) 2012, the atrial lead exhibited poor sensing and increased threshold. On (B)(6) 2013, the patient experienced diaphragmatic stimulation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.